Manufacturer narrative:
The freedom driver was returned to syncardia for evaluation. Investigational testing showed the driver performed as intended and there was no evidence of a device malfunction. It is possible the issue observed was related to the patient simulator involved in the reported experience. However, since that unit was not returned to syncardia as part of this complaint, no additional analysis could be performed. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Event description:
The freedom driver was not supporting a patient. The customer, a syncardia certified hospital, reported that there was a discrepancy between the fill volume displayed on the freedom driver and the measured fill volume on the patient simulator.

Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the issue was observed when the freedom driver was not supporting a patient. The freedom driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4) initial.

Event description:
The freedom driver was not supporting a patient. The customer, a syncardia certified hospital, reported that there was a discrepancy between the fill volume displayed on the freedom driver and the measured fill volume on the patient simulator.